Event description:
It was reported the device was used during an unk procedure. It was reported by the affilate that the trocar tore the aorta due to mishandling. This made it necessary to convert to an open procedure.